Event description:
It was reported to philips that the system's flexvision computer was giving intermittent grabber card errors, which can impact booting. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned by rebooting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had issues with intermittent flexvision. Analysis of system log file showed frame grabber card initialization error resulted in the system not being able to complete the startup sequence. To resolve the issue, fse reloaded the flexvision pc software, and after that, the system was returned to use in good working order. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.